Event description:
It was reported that there was non sustained right ventricular oversensing. The oversensing appeared to be intermittent post paced t wave oversensing. Programming changes were made. Patient was stable.